Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11j. Retainer = black. The pump was returned for cosmetic damage located at the lcd display window found on (B)(6) 2021. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, damaged display window cover, cracked select button keypad overlay, stained keypad overlay, missing serial number label, and pillowing keypad overlay. Cosmetic damage was confirmed at the lcd display window.